Event description:
It was reported that the patient does not locate the infusion site and experienced a high blood glucose event on 15-jun-2026. The event was corrected using the pump.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.